Event description:
It was reported that the battery housing came open during a total knee arthroplasty exposing the non-sterile battery to the sterile environment. The battery did not fall into the surgical site. The case was completed by the customer closing the housing and continuing the case.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. This event was likely due to the abnormal treatment of the battery housing specifically, improper sterilization which left a residue around the lever which prevented the latching functions from working properly. The system 6 aseptic battery kit IFU gives cleaning and sterilization recommendations. The item was scrapped.